Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m lead, implanted: (B)(6) 2014; 4296 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that shortly after a system upgrade procedure, the previously implanted atrial lead exhibited a loss of capture and was found to have dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.